Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. There was a 2.91mm offset at the tips. Additionally, as a result of the bending, the instrument was found to have a dislodged molded insulator on the jaw. Components adjacent to the dislodged molded insulator do not show damage. As a result of the bending, the instrument was found to have a broken conductor wire within the grip in the area of the molded insulator, too. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the force bipolar instrument was not energized. The procedure was completed with no reported injury.